Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the precision device wire was kinked and was stuck at the end of the needle. The patient was in stable condition. The procedure was successful. Additional information was received 10 september 2019: the procedure performed was a leg angio. The device was used on the patient. Additional information was received 12 september 2019: it was reported that it could have been the anatomy as the cook microcatheter wire was bent but the precision wire accordion.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.